Event description:
It was reported that shaft break occurred. The target lesion was located in the distal popliteal artery. The 20mm x 4.00mm ion stent was advanced but was not able to cross the previously implanted stent in the distal superficial femoral artery. When the 20mm x 4.00mm ion stent was removed, the shaft of the catheter broke in two at the middle portion. All parts of device were completely removed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).